Event description:
It was reported that the foley catheter balloon burst once inside patient. Proper amount of water was instilled, so the user was unsure why the balloon burst. Per additional information via email from ibc on (B)(6) 2023,it was stated that patient status was fine. The foley catheter was inserted and a few hours later the patient called nursing to report since they felt a pop and that their catheter was falling out. Nurse assessed and noted a split in the balloon part of the catheter. 10cc was inserted into the balloon as per instructions on the catheter end. It was stated that that there was some slight trauma to the urethra, but also had to have another catheter insertion so not sure which came first. It was unknown what medical intervention was provided. Per additional information received via email on 27jul2023, the customer was unsure if the urethra trauma was there before the first catheter was inserted. There was no issue with the second catheter, it was stated to alert that another catheter was able to be placed in the customer due to the original catheter bursting. It was reported that the patient status was fine, and no additional medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "high modulus latex". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon burst once inside patient. Proper amount of water was instilled, so the user was unsure why the balloon burst. Per additional information via email from ibc on (B)(6) 2023,it was stated that patient status was fine. The foley catheter was inserted and a few hours later the patient called nursing to report since they felt a pop and that their catheter was falling out. Nurse assessed and noted a split in the balloon part of the catheter. 10cc was inserted into the balloon as per instructions on the catheter end. It was stated that that there was some slight trauma to the urethra, but also had to have another catheter insertion so not sure which came first. It was unknown what medical intervention was provided. Per additional information received via email on (B)(6) 2023, the customer was unsure if the urethra trauma was there before the first catheter was inserted. There was no issue with the second catheter, it was stated to alert that another catheter was able to be placed in the customer due to the original catheter bursting. It was reported that the patient status was fine, and no additional medical intervention was reported

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.